Manufacturer narrative:
Submit date: 07/14/2017. A sample will not be returned for evaluation as the customer has asked the site to discard the product due to risk of cytotoxic exposure to others. The customer did however provide photos for evaluation and the container was cracked at the bottom; the reported issue has been confirmed. The containers may have cracked during shipping and handling. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The potential root cause has been determined to be external stress during shipping and handling. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that container is broken on the bottom, chemo exposed to area. Did not effect patient, however did cause exposure to staff.